Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited non-capture and non-sensing. The patient¿s heart rate was in the 30 beats per minute (bpm) range. A chest x-ray was performed which revealed a perforation through the patient¿s rv apex. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.